Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation. The valve was visually inspected; no defects noted. The valve was hydrated. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The facility reported the certas valve did not change settings; therefore the valve was explanted and replaced.